Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that insulin leaked from the side of the cannula resulting in elevated blood glucose levels. The cannula was kinked when the patient inserted by hand. This issue occurred two times.